Event description:
Periods became heavier and heavier. Cramping was intolerable. Within a few months, I began having issues with my gall bladder. That was removed. Periods progressed to the point of incapacitation. Thermal ablation was performed. Cramping continued and also rendered incapacity. Hysterectomy performed in (B)(6) 2009. I also suffered with continuous migraines throughout the years that essure was implanted. (B)(4).